Event description:
A customer contacted beckman coulter (bec) reporting that approximately 1 tablespoon of fluid, which appears to be cleaner, was leaking from under the instrument of the coulter lh 500 hematology instrument. The leak was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and a face shield at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse confirmed the fluid leaking by observing an air leak when the pinch valve (pv42) would open. Service activity was performed by replacing a leaking piece of I-beam pinch tubing going through the pv42 which resolved the leak. Instrument was verified and confirmed operational. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).